Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 01-may-2024. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as silicone and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. The ftir identified the material as silicone, which is used in the manufacture of embecta insulin syringes. Medical grade siloxanes (silicones) are specially designed, produced and purified to meet the requirements of the medical industry, are well tolerated, and are an integral material for medical and pharmaceutical use. This material has an established history of safe clinical experience with subcutaneous administrations over several decades. The specific use of silicone in this case, as a barrel and stopper lubricant. These lubricants have been tested and qualified in accordance with iso 10993 standards for the biological evaluation of medical devices and these materials produced no evidence of adverse toxicological effects.¿ the low volume of silicone measured in the insulin syringes does not pose a clinical risk and would not impact the care of diabetic patients using such syringes. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported the bd ultra-fine¿ ii short needle insulin syringe 0,3ml 0,25mm (31g) x 8mm u-100 100count had foreign matter in the syringe. The following information was provided by the initial reporter: unknown fluid inside the syringe.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd ultra-fine¿ ii short needle insulin syringe 0,3ml 0,25mm (31g) x 8mm u-100 100count had foreign matter in the syringe. The following information was provided by the initial reporter: unknown fluid inside the syringe.